Event description:
Reporter stated that the patient had tried and failed synvisc. The patient has stated that the medication was not working for them. Reported by hcp, they did consent to follow up. (B)(6), all available information is provided in this report no further clarification is available.